Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 299, 315, 202 and 213mg/dl. The expected fasting blood glucose test result range is 140-160mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the office. During the call on (B)(6) 2018, a back to back blood test was performed non-fasting by the customer and produced test results of 288 and 264mg/dl using true metrix meter. Test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1:299mg/dl date:(B)(6) 2018 time:116p fasting, result 2:315mg/dl date:(B)(6) 2018 time:315p fasting, result 3:202mg/dl date: (B)(6) 2018 time:12:22p fasting, result 4:213mg/dl date: (B)(6) 2018: time:12:00p fasting, result 5:149mg/dl date: (B)(6) 2018 time:838p fasting.